Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: with no additional, related information provided, the customer reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on may 28, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on september 14, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A manager reported that during a vitrectomy surgery they had a laser probe that did not work. The surgeon had to increase the power on the laser to cause a laser burn. The procedure was completed without harm to the patient. This is the first of three reports for this facility.